Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer's blood glucose was greater than 600 mg/dl with large ketones. During troubleshooting with tandem technical support, the customer noted air bubbles at the luer lock. It was indicated that the syringe boluses were administered.